Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that since her implant patient had just been sick in general and that she was breaking out all over. The patient reported that she has a general allergy to medical equipment, such as nickel, medical tape, soap, etc. The patient reported never had therapeutic effect. The patient stated that the health care provider (hcp) thought she had over reactive bladder (aob), and neurostimulator was not helping. The patient was diagnosed with intercystitis. The patient stated they used neurostimulator because they thought it might help her. The patient indicated that since it had not helped, there was a consideration for removal, especially if she was allergic to the components. The patient was working with her allergist to figure out the cause of her allergies. There was no known accident or incident related to this complaint. It was later reported on (B)(6) 2015 that patient was still having concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient appointment was scheduled for (B)(6) 2015. The consumer further reported that she had interstitial cystitis and ongoing inflammatory pain since prior to implant. The patient also had overactive bladder and her implantable neurostimulator (ins) had reportedly helped with this a lot but not enough. The patient also experienced strange sensations. They did not feel like a spasm, they felt like a big tremor of electrical stimulation. This happened twice, once in her stomach (B)(6) 2015) and once in her thigh (B)(6) 2015. After the thigh, her muscle was very tight in her leg. Her knee hurt, and she had pain going down to her foot. It was noted that the patient was going to have an exploratory surgery checking for endometriosis. A manufacturing representative was requested to be at this surgery.